Manufacturer narrative:
This report is submitted on 12 march 2020.

Event description:
Per the clinic, the patient experienced hematoma at implant site and subsequently underwent a procedure to drain hematoma. Clinical management is ongoing.